Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported right side "lot of pain", ¿pain¿, ¿incapacitating for work¿, "burning" nodules¿, "lumps", "hardening of the breasts", "grade iii baker's contracture" ¿ folds of the elastomer¿ ¿ recall¿ "local heat," "edema," ¿ discharge from the nipples," patient representative additionally reported ¿fever," ¿weakness," ¿dry mouth," ¿cyst," "weight loss", "hair loss", and ¿intrapapillary ecstatic duct with thick contents," all not related to the device. Device remains implanted.